Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace impedance daily measurement out of range (>4000 ohms) starting (B)(6) 2015. Concomitant medical products: (B)(4) stent graft, implanted: (B)(6) 2009; (B)(4) stent graft, implanted: (B)(6) 2009; (B)(4) stent graft, implanted: (B)(6) 2009; (B)(4) stent graft, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that after a device changeout procedure, the bipolar pacing impedance on the right ventricular lead was high which triggered an alert. The lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.